Manufacturer narrative:
The v.a.c.® dressing lot number was not available and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged bleeding event is related to the v.a.c.® dressing and/or its removal. Kci has made multiple unsuccessful attempts to obtain additional clinical information. It is unknown if and what medical or surgical intervention was required related to the alleged event. Device labeling, available in print and online, states: warnings with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal.. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On 17-sep-2021, the following information was provided to kci by the patient: the activ.a.c.¿ therapy system was discontinued approximately three weeks prior due to an alleged bleeding event that occurred after the patient's nurse "took off the vac and was doing something to" the patient's wound. The patient felt pain and "then an artery broke." The patient was admitted to the emergency room and therapy did not resume. No additional information was provided. Per kci records, v.a.c.® therapy was discontinued on (B)(6) 2021. The v.a.c.® dressing lot number was not provided and the product was not returned; therefore, a device history record review and device evaluation could not be performed.